Manufacturer narrative:
It was reported that the placed bs0610f stent was fell off, and the bs0610f was fell into the duodenum. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it was not provided to us that the information such as device's photo and time of the inserted stent etc, and the stent was not possible to return, and it is hard to identify the exact root cause and conduct the investigation since it is hard to reconstruct the situation at the time of procedure. Based on that it is hard to exact analysis since the information was not provided such as photos, but based on the description "the placed bs0610f stent was fell off, and the bs0610f was fell into the duodenum.", it is assumed that the migration occurred due to complexity of specificity of the patient lesion, the angle of stent placement, and the user's technical error, but it is hard to identify the exact root cause and conduct the investigation since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration" the suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
Bs0610f was already placed for eus-hgs and fell off, the bs0610f was fell into the duodenum and excreted with the feces.